Event description:
It was reported the device was used during a laparoscopic cholecystectomy. It was reported during the exchanging of various 5 and 10mm instruments through the 511sd during the procedure, the gasket tore. Another 511sd was opened to complete the procedure. There was no consequence to the patient.